Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Infast ultra sling system.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal and pelvic pain, chronic low back pain, mixed incontinence, nocturia, bleeding, fibroid uterus, erosion, obstructive urinary symptoms, straining with urination, dyspareunia and leakage. The device was partially explanted. No further complications have been reported in relation to this event.